Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A healthcare professional reported that the silicone irrigation and aspiration (I/a) tip had a crack on the tip which tore the patient's posterior capsular bag. Additional information has been requested.

Manufacturer narrative:
No I/a silicone tip sample has been returned for evaluation for the report of cracks or crease in tips - "tore a bag; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: 2016-54281